Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 27,259 joules of use and 5:54 minutes, the fiber was noted to be flashing excessively and shutting laser to standby. The fiber tip (cap) of the first fiber was cleaned during the procedure. The fiber was exchanged and the tip of second fiber came off during cleaning. The procedure was completed utilizing a third fiber. Patient outcome "ok" reported. No injury to the patient was reported. This report is for first fiber.